Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was inserted into a pt for the endovascular treatment of an abdominal aoritc aneurysm in 2004. The pt's arteries were reported to be moderately calcified and tortuous. An introducer sheath was not used. It was reported that during advancement of the device the delivery system kinked. A second 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was inserted into the pt. The device was removed and another device was successfully implanted into the pt. No sequelae were reported and the pt is reported to be fine. The device was discarded by the user facility.